Event description:
Procedure type: inguinal hernia repair. According to the reporter: the top part of seal came off during the case, outside the patient. The part was located. No patient harm reported. No further information was known.

Manufacturer narrative:
Initial report sent: 05/13/2009.